Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported 6 false positive flu a and 49 false positive flu b results across symptomatic and asymptomatic patients. A total of 250 patients tested. Unknown if the results were confirmed. Confirmation method(s) not provided.